Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient faced bent cannula issues twice on the same day that resulted in high blood glucose level of 44 mmol/l and nausea, which was treated with syringe and insulin. Reportedly, she went to the doctor who recommended her to go to emergency. She was then admitted to the hospital because of high blood glucose and ketones level. She received intravenous insulin drip as corrective treatment and was hospitalized for 2 days. At the time of this report, her blood glucose was 6.7 mmol/l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.